Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no adverse impact to customer's blood glucose level. Reportedly the customer reloaded the cartridge, and insulin delivery was resumed.